Event description:
Patient had been hospitalized while using the nn product [hospitalisation]. Pen had a sticking issue during push injection [device issue]. Case description: this serious spontaneous case from china was reported by a consumer as "patient had been hospitalized while using the nn product (hospitalization)" with an unspecified onset date, "pen had a sticking issue during push injection (device issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", and insulin (unspecified) from unknown start date for "product used for unknown indication". The patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: medical history was not provided. Since an unknown date the patient had a sticking issue during push injection. When communicating with the customer about the mailing information, it was learned that the patient had been hospitalized (details unavailable) while using the nn product on (B)(6) 2025, the customer mailed one piece of novopen 4 with batch number: cug0223 the patient only requested after-sale service for the pen. Batch numbers: novopen 4: cug0223. Action taken to novopen 4 was not reported. The outcome for the event "patient had been hospitalized while using the nn product (hospitalization)" was not reported. The outcome for the event "pen had a sticking issue during push injection (device issue)" was not reported. No further information available. Event onset date was not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 21-feb-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Additionally, the clinical event leading to hospital-station is unknown. H3 continued: no provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigational results name: novopen 4. Batch number: cug0223. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: nn nonspecified product. Batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results were updated is nonreportable field was updated as no. Malfunction field updated as no. Device available for evaluation was updated as no. Final report check box was ticked. Expected date of follow up report was deleted. Follow up information further investigation comment was added. Imdrf codes b, c,d,g codes were updated. Narrative updated accordingly. Final manufacturer's comment: 11-apr-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. The causality with novopen 4 for hospitalisation is assessed as unlikely related. H3 continued: evaluation summary name: novopen 4. Batch number: cug0223. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.